Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's ipg was replaced to address the issue. Reportedly, effective therapy restored post op.

Manufacturer narrative:
The reported event that the device was revised due to nearing eri was confirmed. A longevity calculation and analysis of the returned ipg found it was nearing eri and it had normal battery depletion.

Event description:
Additional information indicated the ipg met or exceeded 75% expected longevity. There is no device malfunction.